Event description:
Procedure: gastric bypass. According to the reporter: (B)(4) (serious injury) and (B)(4) (malfunction) are related to the same living donation kidney case. First pulling (~2/3 of the way) stapler stopped firing. The reload was opened and no problem visible. A new stapler ((B)(4)) and new reload was opened for artery and seemed ok; no bleeding visible. For stapling of vein 2 reloads were needed and bleeding occurred. The procedure was converted to open surgery. There was bleeding on kidney artery (just next to aorta), and no staples were visible on artery nor the removed kidney. The op time was extended for 75 minutes, 2 liter (2000ml) blood loss, no part fell into cavity, no reinforcement material used. Patient seems to be ok. Additional follow up was requested from the account.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).